Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus to be delivered. During troubleshooting with tandem technical support, it was found that the personal profile that was active on the pump was not set up correctly. Tandem technical support guided the customer through adjusting the pump settings. Contact reported that after correcting the pump settings, the recommended bolus amount was accurate. At the time of the reported event, customer's blood glucose (bg) level was 130 mg/dl, and at the time of the report with tandem technical support customer's bg level was 204 mg/dl.